Event description:
The facility reported a colleague infusion pump with duplicated messages on the main display. This condition had the potential to interrupt delivery. It was not reported when, or in which care area, this malfunction occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with duplicated messages on the main display was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.